Manufacturer narrative:
The patient's demographics of date of birth and weight were not supplied. The patient's dosage of synthroid was increased. Service was not dispatched for the event. The access hypersensitive htsh reagent was not returned for evaluation. The customer indicated that manual dilutions of the patient's sample recovered non-linearly, hence patient source interference is strongly suggested; however, these results were neither provided to beckman coulter nor was the sample provided for further functional testing. In conclusion, the cause of this event cannot be determined with the available information. (B)(4). All mdrs associated with this report are: 2122870-2016-00109; 2122870-2016-00110.

Event description:
The customer reported reproducibly elevated thyroid-stimulating hormone (access hypersensitive htsh) results for one male patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The first elevated result was obtained on (B)(6) 2015. Medical device report 2122870-2016-00109 was created to address this event. On (B)(6) 2016, a new sample was obtained from the patient and tested on the unicel dxi 600 access immunoassay system (serial number (B)(4)); this sample also recovered above the reference range and the patient's dosage of synthroid was increased from 25 micrograms to 75 micrograms. This report addresses the change to patient treatment of an increase in the dosage of synthroid on (B)(6) 2016. After this increase in synthroid dosage, the patient complained of increased tightness in the chest, feeling hot and sweaty, dry cough, and high blood pressure. An electrocardiogram performed on the patient showed differences from previous results. The patient was sent to the emergency room where the patient's thyroid-stimulating hormone recovered below the reference range utilizing an unknown methodology. The patient was directed to discontinue synthroid. All system parameters (including quality control, calibration, and system check) were recovering within assay/instrument specifications. The patient's sample was collected in a serum separator tube and centrifuged at 3500 rpm (revolutions per minute) at room temperature. No sample integrity issues were reported by the customer.